Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge still contained insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 381 mg/dl.